Manufacturer narrative:
It was reported from the rn reported that they completed 3 surgical cases on this day and all 3 cases got a hole in the top glove. There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported from the rn that they completed 3 surgical cases on this day and all 3 cases got a hole in the top glove.